Manufacturer narrative:
Product investigation completed. The allegations were unable to be confirmed due to the lack of a product return to analyze. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring stress urinary incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which a new cuff was implanted. The physician suspected the previous cuff was too big and decided to downsize the component. There were no malfunctions associated with the explanted device. The patient did not experience further adverse events.